Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels of 29 mg/dl. The customer was confused, but did not lose consciousness. The customer was on her way to being admitted at the time of the call. Troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.